Manufacturer narrative:
On initial MDR the use of device code initial usage was an error. It should have been reuse on the original MDR - (corrected information provided in h.10.) Additional information provided in h.3., h.6, h.8. And h.10. A sample was not received at the manufacturing site for evaluation for the report of plunger passed over lens; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the plunger of the injector passed over the lens and got stuck, rather than advancing the lens. The surgeon commented that the injector seemed to be stiff. There was no patient harm. Additional information has been requested; however, further information has not been received.